Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
An article was published in the journal of refractive surgery in (B)(6) 2020 titled, "clinical prediction of excessive vault after implantable collamer lens implantation using ciliary body morphology.' The article states that the excessive vault group, 1 eye underwent the icl extraction and an icl exchange for a smaller icl. Per the reporter, the surgeon implanted a 13.2mm vticmo13.2, -6.00/1.5/096 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentifuge vial with moisture. Visual inspection found no visible damage to lens. Claim# (B)(4).